Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): sahs1110 (66727504), 110031424 (66704103). Associated product information: 010000589 (66535828), 115310 (j7781379). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported from a clinical study that the patient experienced anterior shoulder pain and spasms approximately 1.5 years post-implantation following a right reverse total shoulder arthroplasty. The patient remained under observation with no treatment provided or intervention planned at the time of the report. Attempts have been made and no further information has been provided.